Event description:
It was reported that the patient had a spinal headache and cerebrospinal fluid (csf) leak. An epidural blood patch was done. A surgical revision was performed and the catheter was spliced. The patient outcome was noted to be resolved without sequelae on (B)(6) 2013. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that during the catheter revision surgery, a purse string suture was placed around the catheter dural exit site. Another epidural blood patch was done on (B)(6) 2013. The patient outcome was noted to be resolved without sequelae on (B)(6) 2013.